Event description:
The surgeon was using the direct drive clip applier for the scheduled laparoscopic cholecystectomy and realized it was not working properly. When they removed the instrument from the patient, they found that a piece of the tip had broken off in the patient. They were able to retrieve the entire piece without difficulty and the case was completed with a new replacement device.the manufacturer has picked up the equipment and taken it back to the company.